Manufacturer narrative:
The thrombus was observed in the proximal region of the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Relevant history: diabetes mellitus, hypertension, angina pectoris. Additional information: the stent was deployed at 12 atm. Although thrombus inside the stent was observed by optical coherence tomography (oct), the symptoms of thrombus did not exacerbate after waiting for 5 minutes, and the percutaneous coronary intervention procedure was completed. The physician assessed that there was a high possibility that the event was caused by procedure. The event was not related with the device. The patient was on dapt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure to treat a lesion exhibiting mild tortuosity, 90% stenosis, and moderate calcification in the distal rca. No damage was noted to packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. Post-dilation was not performed. It is reported that post procedure, sub-acute stent thrombosis occurred. Patient is reported alive with injury. Currently the patient's condition is stable.